Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that during the implant procedure, the right atrial (ra) lead exhibited appropriate measurements through the pacing system analyzer (psa). When the ra lead was connected to the pacemaker, impedance measurements greater than 2,000 ohms were noted. As a result, the lead was explanted and replaced. The device remains implanted with appropriate measurements with the new lead. No adverse patient effects were reported. The serial number for the device was not able to be obtained.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.